Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited intermittent capture, high and low impedance and undersensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited unacceptable capture and sensing thresholds. The lead was no longer used and a new lead was implanted successfully. No patient symptoms were reported.